Event description:
It was reported that the patient presented in clinic for dizziness. Device interrogation revealed noise oversensing on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was unknown.